Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: patient was stable and in recovery room as standard when we left or . The analysis results showed that two cartridge reloads were received. The reloads were received in good visual conditions and fully fired. Additionally the cartridge pan was detached from the cartridges. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no damaged was found on the returned cartridge reloads. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap gastric sleeve procedure, the surgeon thought a unformed clip was loose in the patient, a small piece was removed, it was a green sliver colour and looked like a piece of the reload. The two used reloads were cleaned and taken apart to examine. No problems were found. Only one piece found and fully removed by surgeon. Surgeon had forgotten to close the instrument prior to trying to remove it from trocar. The surgeon is not sure if something came off when he tried to pull the instrument out. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain add'l information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.